Event description:
It was reported that during a percutaneous coronary interventional procedure for in-stent restenosis of a cypher stent, the quantum maverick monorail balloon ruptured at 18 atm on second inflation. The atm of the first inflation is unknown. The 80% stenosed lesion was located in the mid right coronary (rca) artery. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient status is reported as "good."

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.